Event description:
During coronary stent insertion, dissection of the circumflex artery occurred following the initial stent placement in the vessel. Second stent deployed in the distal circumflex to treat dissection. Third stent was not successful and delivery system removed. Exam of system revealed stent was dislodged. Balloon catheter was passed through the dislodged stent and stent advanced to safe portion in the vessel and deployed. No additional complications occurred.